Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
Customer reported during intubation use of the gvl 4 system, the image cuts out when cable is manipulated. There was no patient or user harm reported.

Manufacturer narrative:
Technical services confirmed the no image issue with the returned gvl 4. The customer was sent a replacement. The device was scrapped.